Event description:
Reporting status: malfunction. Reporting rationale: product box mislabeled is likely to cause or contribute to pt injury. Device issue: mislabeled. It was reported that the box was mislabeled. The box was labeled as a 3.0x13 mm; however, the device was labeled as a 3.5x15 mm (larger and longer). No add'l event or pt info was available.